Event description:
It was reported to olympus, during installation, the connection between the video system center and the camera were very loose. No patient harm or injury reported.

Manufacturer narrative:
The customer initially stated the device was available for return. However, the device has not been returned to olympus and attempts to retrieve the device have been unsuccessful. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated that the device has not been repaired in the past year. A review of the complaint history shows no similar complaints for the same facility the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Since the equipment was manufactured eleven years ago, the potential cause of the reported malfunctions were likely due to age deterioration, causing loosening of the video connector connection and screws. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states the following: - do not apply excessive force to this product or cables. It may damage the product or cause a malfunction. - do not apply excessive force to the connector. It may damage the connector. Olympus will continue to monitor complaints for this device.